Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "struggling with palpitations" due to the rate drop response feature and programming of the device. It was also reported there were large r waves above the operational sensitivity on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.